Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a customer states "error pressure sens mismatch" regarding a trilogy evo. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A 30-day report will be filed with the FDA. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete. New information/evaluation: the trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint is not applicable, however the technician confirmed the unit failed the evaluation due to the blower being contaminated with fungi. The technician recommends replacing the blower to address the issue. Error codes were noted in the event log. In addition, the following parts were replaced due to contamination or cosmetic issues: trilogy evo blower assembly-fungal contamination, trilogy evo blower bellows seal-fungal contamination, trilogy blower mount (4)- fungal contamination, trilogy evo proportional valve-contaminated, trilogy evo 3 way solenoid valve (2) -contaminated, trilogy evo blower cap-contaminated, trilogy evo cooling fan assembly(2)- contamination with dust, trilogy evo fan retainer(2)-decolorated and contaminated with dust, trilogy evo machine flow sensor- contaminated, trilogy evo blower chassis plate- fungal contamination, trilogy evo muffler assembly- contaminated, trilogy evo air inlet foam filter-by service, trilogy evo connection cover -missing, trilogy evo tubing-system pca -tubes fungal contaminated, trilogy evo tubing-blower chassis -tubes fungal contaminated, trilogy evo tubing-fio2-tubes fungal contaminated, trilogy evo tubing-low flow o2 -tubes fungal contaminated. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging a customer states "error pressure sens mismatch" regarding a trilogy evo. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A 30-day report will be filed with the FDA. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.